Manufacturer narrative:
H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a patient in the ICU of the department of internal medicine, needed to undergo trans nasal endotracheal intubation followed by ventilator-assisted mechanical ventilation because of "poor man-machine coordination under non-invasive assisted ventilation, and increased in partial pressure of carbon dioxide on blood gas analysis compared with the previous one". There was no leakage in the self-checking of the ventilator before using the ventilator. About 18 hours after the use of the ventilator, the ventilator leakage alarm, the patient appeared to be unstable vital signs, heart rate rose to 140 per minute, shortness of breath is obvious, the respiratory rate increased to 40 times per minute, oxygen saturation decreased to 83%. After examination, the indication balloon of tracheal intubation was leaking at the sputum plug ring, which caused the indication balloon to be unable to close the airway effectively, resulting in air leakage, and the ventilator monitoring showed that the patient's tidal volume was low; the leak alarm disappeared, and the patient's tidal volume was returned to normal after the replacement of the endotracheal tube and reintubation. The patient's tidal volume returned to normal. There was no patient harm/adverse event reported.